Event description:
Baxter product surveillance (bps) contacted the home patient (hp) on (B)(6) 2012 regarding an unrelated event, and the hp reported that she had had a leak caused by a connection issue between a green supply bag and a supply line. The bag had disconnected and fluid leaked out. No inadvertent exposure was reported. The patient stopped therapy and had to start over with new supplies, and therapy went well. She did not note anything unusual about the supplies. Therapy since has been going well, and there were no adverse effects reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.